Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns regarding premature battery depletion of the subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates given over the last several months. The battery has reduced to 47% as of (B)(6) 2021 and to 15% as of (B)(6) 2022. An analysis confirmed the parameter of battery usage of this device has been increasing which is unexpected behavior. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion of the subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates given over the last several months. The battery has reduced to 47% as of december 6, 2021 and to 15% as of may 23, 2022. An analysis confirmed the parameter of battery usage of this device has been increasing which is unexpected behavior. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information was later received from the field that confirms the device has been explanted and replaced successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns regarding premature battery depletion of the subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates given over the last several months. The battery has reduced to 47% as of december 6, 2021 and to 15% as of (B)(6) 2022. An analysis confirmed the parameter of battery usage of this device has been increasing which is unexpected behavior. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information was later received from the field that confirms the device has been explanted and replaced successfully. There were no additional adverse patient effects reported.